Manufacturer narrative:
The stapler reload involved in this event has not been returned for failure analysis testing. Therefore, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of system logs and instrument logs was performed. Per the review, the following was confirmed: system serial #, device material, and event date. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: logs show that stapler part number 480460-09 was installed 5x and fired qty 4 reloads (all black). All firings were completed per the logs, each firing had at least 1 pause for compression. There were a number of incomplete clamps by this instrument, qty 23 incomplete clamps in 27 clamp attempts. The 5th install had 15 consecutive incomplete clamps. There were no errors in the logs related to this instrument. This complaint is a reportable event due to the following: the loose staple was left in the patient (retained foreign body) and the surgeon continued the procedure without performing any intervention or actions due to this event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted right lower lobe superior segmentectomy procedure that a sureform 60 black reload was fired and left an unformed staple sticking out of the target tissue. On 06/17/2022, an intuitive surgical inc. (Isi) senior product manager (spm) was contacted, and additional information was obtained about the complaint: the spm was present during this procedure. The surgeon fired the sixth fire of the procedure with a sureform 60 stapler instrument loaded with a black reload on lung parenchyma. The fire was completed and the surgeon called out that there was a single, loose, and completely unformed staple in the middle of the staple line that was not attached to tissue. This loose staple was left in the patient and the surgeon continued the procedure without performing any intervention or actions due to this event. The spm said they did not observe any holes or gaps in the staple line, and there were no errors or messages during this event. The procedure was completed robotically. Isi has made several attempts to obtain additional information from the surgeon concerning the reported event and patient¿s demographic information with no success.